Manufacturer narrative:
Submit date: 12/14/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding tube. The customer reports: the stylet was difficult to remove from the feeding tube during insertion. This resulted in them having to remove the entire feeding tube and stylet and place new feeding tube with new x-ray. There was no harm to the patient.

Manufacturer narrative:
A review of the device history record could not be conducted because a lot number was not provided. A sample was not received for evaluation; therefore, the reported issue could not be confirmed. Because the issue could not be confirmed, the root cause could not be determined. The personnel involved in the manufacturing process were notified of the reported issue a trend has been identified and a formal corrective and preventative action has been opened to address this issue. Complaint shall be reopened if a sample is received for update investigation. If information is provided in the future, a supplemental report will be issued.